Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) displayed noise on the ventricular rate/sense and shocking channels.